Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the device was unable to be interrogated. The device was not in backup mode and had not reached elective replacement indicator (eri). The device was explanted and replaced as the patient was pacemaker dependent. The patient was in stable condition.